Event description:
It was reported that a patient with this inflatable penile prosthesis ipp presented with an inability to achieve full erection. A revision surgery was performed, during which the physician confirmed fluid loss in the system. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.